Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no alerts on the g5 mobile application and an adverse event occurred. The patient¿s mother stated she was visiting the patient at college and the patient experienced a life threatening event. The patient's mother indicated that the patient did not get a low alarm on his phone; however, she received the low alarm (patient¿s mother is a follower) on the follow application. The patient's mother stated she called the college campus security for assistance and did not provide further event details. No additional patient information is available. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.